Manufacturer narrative:
Customer returned the vial of anti-lea (murine monoclonal) used for testing and the donor specimen. Retention and returned anti-lea (murine monoclonal, lot 3e6775 performed as expected when tested according to qc lot release serological testing although the returned product reacted weaker than the retention product. Tested the returned donor specimen with retention and returned anti-lea (murine monoclonal) , lot 3e6775. The specimen typed as le (a+) with both reagents; however, weaker reactivity was observed with the returned product.

Event description:
Customer erroneously reported a donor unit as le(a-). The unit was sent to a hospital and the unit tested as le (a+). Initial and confirmatory testing performed in 2003 by 2 technologists tested the unit as le (a-). Repeat testing was performed four days later, with immucor anti-lea (murine monclonal) and gamma-clone anti-lea (murine monoclonal) lot lam35-2. Immucor reagent was +/- at 5' room temperature incubation and negative at 10' incubation by one technologist and tested 1+w by a second technologist. Donor cells reacted 3+ with the gamma reagent.